Event description:
It was reported following a percutaneous procedure the arteriotomy site was sealed with a 6f angio-seal device. There were no complications reported and the patient was discharged. Approximately 8 hours later the patient reported a popping sound and then bleeding from the arteriotomy site. The patient's spouse held manual pressure three times and the bleeding did not subside; an ambulance was called and the patient returned to the hospital. Lab tests revealed the patient's hemoglobin had dropped. An ultrasound revealed a pseudoaneurysm which was not to be compressed with ultrasound guidance and the patient was injected with thrombin to stop the bleeding. The patient was reportedly recovering.